Event description:
It was reported that the burr became stuck with the rotawire. The 90% stenosed target lesion was located in the severely tortuous and calcified left circumflex artery. A 2.00 mm rotapro, rotawire drive and a 15 mm x 4.00 mm wolverine coronary cutting balloon were selected for use. During the procedure, it was noted that the wolverine was unable to cross the lesion. The rotapro was also noted to be stuck with the wire just before the lesion. The procedure was completed using another of the same device. No patient complications were reported post procedure.